Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was placed during operation on (B)(6) 2022. At night the user found that the urine did not flow at the point where it entered the micrometer from the urinary catheter. It was stated that the lot could not be identified, but it occurred in either myfw0077 or myft2851. As per the follow-up information received via ibc on 09may2022, it was stated that it was unknown which lot number was corresponded and there was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the catheter was placed during operation on (B)(6) 2022. At night the user found that the urine did not flow at the point where it entered the micrometer from the urinary catheter. It was stated that the lot could not be identified, but it occurred in either myfw0077 or myft2851. As per the follow-up information received via ibc on 09may2022, it was stated that it was unknown which lot number was corresponded and there was no impact to the patient.

Event description:
It was reported that the catheter was placed during operation on 27apr2022. At night the user found that the urine did not flow at the point where it entered the micrometer from the urinary catheter. It was stated that the lot could not be identified, but it occurred in either myfw0077 or myft2851. As per the follow-up information received via ibc on 09may2022, it was stated that it was unknown which lot number was corresponded and there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed as supplier related. A potential root cause for this failure mode could be ¿obstruction in tube". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.